Manufacturer narrative:
A delay occurred as a result of the reported event. During the time of the reported event, a worn non-steris battery cord was functioning intermittently which did not allow the battery cord to make a strong enough connect to properly charge the surgical table's batteries. Contrary to the reported event, a steris technician confirmed there was not an actual shock to the employee. A steris service technician arrived onsite to inspect the 3085sp surgical table and found that the surgical table's batteries were depleted and that the non-steris battery cord was worn. The technician replaced the cord subject of the reported event with a steris battery cord, charged the surgical tables batteries, and returned the table to service. The technician noted that user facility personnel were unfamiliar with key hand controls such as a red flashing light that indicates the batteries are dead. User facility personnel are aware of the importance of using steris compatible equipment with their surgical tables. A steris account manager offered in-service training and the user facility has declined this offer. No additional issues have been reported.

Event description:
The user facility reported that their 3085 sp surgical table became unresponsive during a patient procedure. An employee adjusted the battery charging cord and in the process felt a shock. The employee re-established the connection and the procedure was completed successfully.